Event description:
It was reported that the remote user interface joystick on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was replaced and the boards and connectors were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.